Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, could not be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion with moderate calcification and moderate tortuosity in the left anterior descending artery. Pre-dilatation was performed with a 2.0x12 mm traveler balloon dilatation catheter (bdc). A 3.0x33 mm xienxe xpedition stent was then deployed at 10 atmospheres. Post-dilatation was performed with 3.0x12 mm nc traveler bdc at 18 atmospheres; however, an edge dissection was noted at the distal edge of the stent. A 3.0x18 mm xience xpedition was implanted to treat the dissection. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.